Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the device implant, the pulse generator started pacing at 100 beats per minute without any command to do so. There was no magnet exposure, and no carto equipment. It was noted that the rf telemetry during the event was weak. The device was reprogrammed to a lower rate, but the pacing rate did not change. The pacing was turned off permanently and turned on, the pacing rate resumed to normal settings. The device was not used and replaced. The patient was stable during and after the implant. No adverse patient consequences were reported.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.